Event description:
It was reported that approximately fifteen months post vena cava filter deployment, the patient presented with complaint of chest pain. Diagnostic imaging demonstrated a detached limb. Reportedly multiple attempts and careful manipulation were required to successfully capture and retrieve the vena cava filter; however, a detach filter limb remains embedded. No attempt was made to capture and retrieve the detached filter limb. The patient status at this item is unknown.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unknown. The filter was not returned; therefore, a device evaluation could not be performed. In addition, images were not provided. The results of the investigation are inconclusive and the definitive root cause is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide to any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: patient has a history of recurrent pulmonary embolism (pe) and deep venous thrombosis (dvt) and had a vena cava filter placed infrarenal without complications. Fifteen months post deployment, transesophageal echocardiogram showed echogenic structures noted in the svc-ra junction as well as in the right ventricle, unclear regarding the identity based on the appearance noted. One month later, vena cava filter retrieval was indicated because of extrusion of one filter strut anteriorly and it was felt that patient's nonspecific back and abdominal pain may be related to the filter. The filter was successfully removed after multiple attempts. Pathology report showed inferior vena cava filter. Approximately three years post filter retrieval, the patient expired. Death certificate listed the cause of death as coagulopathy and autoimmune disease. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year and three months post filter deployment, echocardiogram showed echogenic structures noted in the svc-ra junction as well as in the right ventricle; discharge summary shows a retained piece of filter in the right ventricle. Approximately one year and four months post filter deployment, vena cava filter retrieval was indicated because of extrusion of one stent strut anteriorly. A vena cava filter was successfully removed after multiple attempts via the right internal jugular vein therefore, based on the provided medical records, the investigation is confirmed for the alleged detached filter limb, retrieval difficulties, and perforation of the ivc wall. The investigation is unconfirmed for the alleged migration to the heart as the filter was retrieved via the internal jugular vein, not in the heart. Unable to determine the root cause based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition, filter tilt. Perforation or other acute or chronic damage of the ivc wall remove the g2® x filter using an intravascular snare or the recovery cone® removal system only. Refer to the optional procedure for filter removal section for details. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately fifteen months post vena cava filter deployment, the patient presented with complaint of chest pain. Diagnostic imaging demonstrated a detached limb. Reportedly multiple attempts and careful manipulation were required to successfully capture and retrieve the vena cava filter; however, a detached filter limb remains embedded. No attempt was made to capture and retrieve the detached filter limb. The patient status at this time is unknown. New information: it was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment, the filter allegedly perforated, migrated to the heart and detached. Reportedly, the filter and detached limbs were successfully removed. The patient has expired.